Event description:
Reporter alleged discrepant results between blood glucose monitoring device and the hospital device comparison. Reporter stated device measured high at 375 mg/dl and hospital comparative read 140 mg/dl performed approximately 30 minutes apart. Reporter indicated no treatment was received and there were no controls used. A request was made for the return of the suspect device and replacement product was sent.